Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected episodes due to over and undersensing. It was noted that the device was at end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.